Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned with the jaws over twisted. However, the instrument was cycled, fed and formed the remaining clips within manufacturing requirements when tested. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap. Choley procedure, the device misfired clips. Another device was used to complete the case with no patient consequence. One device to be returned.